Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a user error was confirmed based on the information provided by the patient. The cause was undetermined. The label review found the labeling adequate in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that occurred on the homechoice (hc) unit the previous night during fill 1. The registered nurse (rn) stated the cassette was changed but not the bags. The technical service representative (tsr) explained the alarm and advised the set up was compromised by only changing the cassette. The rn confirmed to start over with all new supplies for the next therapy. There was no patient injury or medical intervention associated with this event.